Event description:
The customer reported that the primary barrier x-rays were outside of the collimated area. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the barriers. The system was calibrated and now operates as intended.